Event description:
New information received notes that the patient presented remotely via merlin.net. It was noted that the pacemaker exhibited noise over-sensing which resulted in noise reversion. Programming changes were performed. The patient was in a stable condition.

Manufacturer narrative:
Correction: the correct awareness date should have been 01 jan 2026 rather than 13 jan 2026.

Event description:
It was reported that the patient presented with a pacemaker that exhibited noise. No intervention was performed. Patient status was not reported.

Manufacturer narrative:
Further information was requested but not received.